Event description:
It was reported that a female nurse and a male nurse were preparing the axiom iconos r200 system for the next patient while the radiographer was in the control room, reviewing images from the previous patient. The female nurse was standing at the head end of the examination table when the table top began to move without system movement request. The nurse became trapped between the tabletop and medical trolley which was located against the examination room wall. The male nurse noticed the table was moving and tried to hit the emergency button at the table, which was not successful. The male nurse tried to lift the tabletop by hand when the radiographer hit the room emergency switch in the control room and shut down the whole system. The trapped nurse was released with crush trauma to face, neck, chest and back. She was taken by ambulance to the ER. The unit was shut down pending investigation. The reported incident occurred in (B)(6).

Manufacturer narrative:
The system was investigated during an on-site visit from (B)(4) by factory experts. The system was left as it was after the accident. The room was locked since the accident happened. The system condition before and after the accident was found to be within specification. Beside mechanical damages that were caused from the crash and evacuation, all movements and safety functions work as specified. No failure was identified. A check of all emergency stops showed that they have not been activated during or after the accident. Also the log files showed no record regarding activated emergency buttons. The root cause cannot be determined in the current state of investigation. The investigation of the incident is on-going. This report was submitted (B)(4) 2013. Customer's address: (B)(6).